Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/25/2021. Additional information was requested, and the following was obtained: 1. Where was the surgicel used (on what tissue)? Surgicel powder was used on the vaginal cuff and bladder flap dissection site where oozing was present. No additional information is available from the surgeon at this time. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/4/2021. Additional information: d10 - stratafix symmetric suture. Additional information was requested, and the following was obtained: the surgeon did not use the entire amount of product and did no suction away any excess powder. The uterus was removed through a port via the abdomen. The surgeon is using stratafix symmetric to close the vaginal cuff. The powder is being place transabdominally through one of the robotic ports. The surgeon used the surgicel powder when there was some slight oozy type bleed, but some areas were not bleeding and it was used in a preventative measure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/29/2021. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how much powder was used? I am unsure on the exact amount ¿ but surgeon did not express full applicator. An estimate would be that he used ½ to 2/3 of the product. Was the powder used to treat active bleeding or prophylactically? There was mild oozing. I will confirm with surgeon at his next case this week. Was all the excess powder irrigated and suctioned? No, excess powder was not irrigated or suctioned. Is the customer a previous arista user? Yes, surgeon is previous arista user. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Where was the surgicel used (on what tissue)? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an robotic hysterectomy procedure on (B)(6) 2021 and absorbable hemostat was used. The patient was readmitted five days post-op with a CT scan showing a 12cm x 8.4cm x 5.cm pocket collection of thick fluid and gas. 260cc of dark fluid was aspirated. The patient had no vaginal bleeding and had maintained a temperature of 101 - 102 degrees since (B)(6) 2021. Additional information was requested.